Event description:
This report summarizes nine malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. The information was received from various sources. All nine malfunctions involved patient with no patient consequences. Of the nine patients, one was male and five were female, six patients age ranged from 40-76 years and one patient weighs 214 lbs. All other patient details were not provided.

Manufacturer narrative:
Of the eleven reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06513 and 2020394-2021-80187. The product catalog for three malfunctions were updated to unk eclipse and two malfunctions were updated to ec500j. Of the reported nine malfunctions, lot number were provided for four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for six malfunctions and images were provided for five malfunctions. Therefore, for three malfunctions investigation is confirmed for malposition of device and patient device interaction problem, for two malfunctions investigation is confirmed for patient device interaction problem and inconclusive for malposition of device, for two malfunctions investigation is inconclusive for malposition of device and patient device interaction problem, for one malfunction investigation is confirmed for patient device interaction problem and unconfirmed for malposition of device and for remaining one malfunction investigation is inconclusive for malposition of device and patient device interaction problem, additionally it was determined to have and inconclusive for retravel difficulties. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: gfvk0247, unknown) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the eleven devices, 2 lot numbers were provided and a lot history review was performed. No devices were returned for evaluation. Medical records and/or images were provided for three malfunctions: two confirmed perforation but were inconclusive for tilt, one confirmed both perforation and tilt. The investigations for the remaining eight malfunctions are inconclusive for perforation and tilt as no objective evidence was provided to confirm any alleged deficiency with the filters. One malfunction was reassessed and the trending code 1528 (difficult to remove) was added. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: b5, d4 (lot number - gfuh2997), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model ec500f filter allegedly malpositioned and perforated. These reports were received from various sources. The devices for all reported malfunctions were used inside the patient. The age of three patients ranged from 48 to 76. Three patients were female and one patient weighed 214 pounds. The age, weight, and sex of the remaining patients was not provided.

Manufacturer narrative:
H10: of the eleven reported malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06513, 2020394-2021-80187 and 2020394-2021-80685. H10: of the reported eight malfunctions, the product catalog for two malfunctions were updated to unk eclipse and two malfunctions were updated to ec500j. Lot numbers were provided for four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for six malfunctions and images provided for five malfunctions. Therefore, for three malfunctions the investigation is confirmed for the reported malposition of device and perforation, for two malfunctions the investigation is inconclusive for the reported malposition of device and perforation, for two malfunctions the investigation is confirmed for perforation and unconfirmed for malposition of device and for the remaining one malfunction the investigation is confirmed for perforation and inconclusive for malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: (corporate lot no: gfvk0247, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. All eight malfunctions involved patient with no patient consequences. Of the eight patients, five were female and one was male, six patients age ranged from 40-76 years and two patient weighs 99 kgs and 214 lbs. All other patient details were not provided.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model ec500f filter allegedly malpositioned and perforated. These reports were received from various sources. The devices for all reported malfunctions were used inside the patient. One of the patients involved was a fifty year-old female, of unknown weight and another patient was 48 years old, female, with unknown weight. The remaining malfunctions had no patient age, weight, or gender reported. The status of the patients is unknown for all reported malfunctions.

Manufacturer narrative:
Of the eleven devices, 1 lot number was provided and a lot history review was performed. No devices were returned for evaluation. Medical records and images were received for two reported malfunctions and for one, the investigation is confirmed for perforation of the ivc; however, the investigation is inconclusive for filter tilt. The other malfunction that provided the medical records and x-ray is currently being investigated by the company. The investigations for the remaining nine malfunctions are inconclusive for perforation and tilt as no objective evidence was provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the product catalog for one of the malfunctions was updated to ec500j. H10: of the eleven devices, 2 lot numbers were provided and a lot history review was performed. No devices were returned for evaluation. Medical records and images were provided for four malfunctions and were not provided for seven malfunctions. Two malfunctions are confirmed for perforation but are inconclusive for tilt. One malfunction is confirmed for perforation and tilt. One malfunction is confirmed for perforation, but is unconfirmed for tilt. The remaining 7 malfunctions that did not provided medical records are inconclusive as no objective evidence was not provided for review. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and perforation. These reports were received from various sources. The devices for all reported malfunctions were used on the patient with no reported patient injury. The age of four patients ranged from 45 to 76. Four patients were female and one patient weighed 214 pounds. The age, weight, and sex of the remaining patients was not provided.

Manufacturer narrative:
H10: of the eleven devices, 2 lot numbers were provided and a lot history review was performed. No devices were returned for evaluation. Medical records and images were provided for four malfunctions and were not provided for seven malfunctions. Two malfunctions are confirmed for perforation but are inconclusive for tilt. One malfunction is confirmed for perforation and tilt. One malfunction is confirmed for perforation, but is unconfirmed for tilt. The remaining 7 malfunctions that did not provided medical records are inconclusive as no objective evidence was not provided for review. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and perforation. These reports were received from various sources. The devices for all reported malfunctions were used on the patient with no reported patient injury. The age of four patients ranged from 45 to 76. Four patients were female and one patient weighed 214 pounds. The age, weight, and sex of the remaining patients was not provided.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and perforation. These reports were received from various sources. The devices for all reported malfunctions were used on the patient with no reported patient injury. The age of five patients ranged from 40 to 76. Five patients were female and one patient weighed 214 pounds. All other patient details were not provided.

Manufacturer narrative:
H10: of the eleven reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06513. H10: the product catalog for five malfunctions were updated to unk eclipse and one malfunction was updated to ec500j. H10: of the ten devices, three lot numbers were provided and lot history reviews were performed. No devices were returned for evaluation. Medical records and images were provided for five malfunctions. For two malfunctions, investigation confirmed for perforation; however, inconclusive for tilt. For two malfunctions, investigation confirmed for perforation and tilt. For one malfunction, investigation confirmed for perforation; however, unconfirmed for tilt. For one malfunction, difficult to remove code was added additionally and the investigation is inconclusive for the alleged perforation, filter tilt and unable to retrieve filter. For remaining 4 malfunctions, the investigation is inconclusive for perforation and tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4(corporate lot no: gfwd0776). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the eleven devices, 1 lot number was provided and a lot history review was performed. No devices were returned for evaluation. Medical records and images were received for one reported malfunction and the investigation is confirmed for perforation of the ivc; however, the investigation is inconclusive for filter tilt. The investigations for the remaining ten malfunctions are inconclusive for perforation and tilt as no objective evidence was provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Of the eleven reported malfunctions, device code 1528 (difficult to remove) was added for one reported malfunction; however, the investigation is inconclusive for difficult to remove as no objective evidence was provided to confirm the alleged deficiency. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunction events. A review of the reported information indicated that model ec500f filter allegedly malpositioned and perforated. These reports were received from various sources. The devices for all reported malfunctions were used inside the patient. One of the patients involved was a fifty year-old female, of unknown weight. The remaining malfunctions had no patient age, weight, or gender reported. The status of the patients is unknown for all reported malfunctions.

Manufacturer narrative:
The eleven devices were not returned for evaluation; therefore, the investigation is inconclusive for the malpositioning and patient-device interaction problem, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes eleven malfunction events. A review of the events indicated that model ec500f filter allegedly experienced malpositioning and patient-device interaction problems. These reports were received from various sources. The devices for all eleven events were used inside the patient. One of the patients involved was a (B)(6) old female, of unknown weight. The remaining ten events had no provided patient age, weight, or gender. The status of the patient is unknown for all eleven events.